Event description:
It was reported during a routine follow-up, a noise episode was detected as ventricular fibrillation. All electrical measurements were normal. The patient was referred for possible remote monitoring. There were no adverse consequences to the patient and the patients condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.